Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an assisted vaginal hysterectomy procedure, while the device was used inside the vagina, its suction was not applied and the thermal spread/steam caused a 1st degree burn in the vaginal wall of the patient.